Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient x-rays were provided but are not sufficient to determine the root cause for the reported cause of catching and grinding. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/28/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis with debris and increased metal ions (confirmed by labs). There was no mention of grinding. The stem is being added to the complaint. The complaint was updated on:2/16/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the femoral stem. X-rays were previously reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges pain and noise. After review of medical records, patient was revised to address metallosis with increased cobalt and chromium ion levels. Surgical pathology reported of chronic inflammation and metallosis. Added expiration date of the liner and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised due to "dry socket" catching and grinding, and very high levels of cobalt/chrome. Doi: (B)(6) 2006 - dor: 03/31/2011 (right hip). Update 6/11/2012 - litigation papers received. There is a side discrepancy. The der states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive further clarification, the complaint will be updated accordingly. Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: left hip update 1/28/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis with debris and increased metal ions (confirmed by labs). There was no mention of grinding. The stem is being added to the complaint. The complaint was updated on 2/16/2016. Update ad 19 april 2018: com-018023 has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. There is no new information. Doi: (B)(6) 2006 - dor: 3/31/2011 (left hip).

Event description:
Patient was revised due to "dry socket" catching and grinding, and very high levels of cobalt/chrome.